Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Seven photographs and one video via email were provided by the facility for evaluation. The photographs and video were visually evaluated, air bubbles were visibly observed in the tubing, and y-caresite and air-in-line alarm were observed on the infusomat space machine. The reported defect was confirmed based on the pictures. However, without having a physical sample, a proper investigation could not be performed. Based on the evaluation of the photographs and video provided, the reported defect was confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: continued air alarms in the or which is stopping critical infusions. When we experienced repeated "air bubble alarms." Our anesthesiologists and nursing staff are very frustrated that critical medications are not being delivered each time these alarms occur. No injury reported.